Event description:
It was reported that a univers ii total shoulder revision from a 2009 procedure was necessary because the glenoid became loose. The surgeon was able to pull out the medium keeled glenoid with very little effort. Part of the keel fractured off. The surgeon left the stem but also revised the head. Follow-up investigation: the surgeon took an x-ray and could tell the glenoid was loose, so he decided to do a revision. He didn't mention any single incident that caused it to fail. There has not been anything further reported on the patient since the revision.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device has been received and an evaluation is in progress. Device history record review revealed nothing relevant to this event. This complaint is still under investigation. At the current time the cause of the event cannot be determined. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.